Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that her son broke the belt clip for the insulin pump. The customer's blood glucose reading was 210 mg/dl at the time of incident. The mother indicated that her son broke another belt clip and at that time, her son's blood glucose was 400 mg/dl. Customer advised troubleshooting that the tubing was wrapped around the belt clip and may have caused the high blood glucose. Aary.